Event description:
The customer reported the unit was not powering up.

Manufacturer narrative:
The unit was evaluated by a philips technician. The reported symptom was duplicated. Replacing the power pca resolved the reported issue.